Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump was also received with normal operating currents. No blank display was noted during testing. No damage found on the lcd isolation tape noted. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a no power and blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that her pump was going off and she thought her battery was low. The customer stated that when she changed her battery, the pump was not able to power on. There was a blank display. The customer was advised to insert new aaa alkaline batteries. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.